Manufacturer narrative:
Follow-up #1: date of submission: 11/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/04/2016 with the following findings: a review of the pump¿s black box revealed a cs 088 alarm. The pump was exercised for 24 hours with no alarms occurring. The battery compartment was found to be cracked below the bumper. Unrelated to the original complaint, there was moisture visible in the display. The pump leaks at the display lens. The pump was opened and there was moisture damage found on the printed circuit board.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 088) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.